Manufacturer narrative:
Product was not returned. A DHR review (DHR 2104087 sample vial lot and DHR 2103187, 2103178, 2103177 test lot (internal lot # 210348-1k, 210348-1j, 210348-1i) of the associated kit lot number (k07a112207214m1) was completed, and 0 discrepancies were found. A review of existing CAPA, scar and ncmrs was completed and there are no prior records related to false positive failure mode for this lot. False positive is a known possible outcome for a very small percentage of cases. Root cause cannot be determined based on the information available. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. This device is marketed under (B)(4) check-it.

Event description:
One device reported as having a false positive result. Complainant performed three additional lucira tests from a different lot number and two pcr tests with negative results.